Event description:
It was observed, during the device evaluation. That the subject device had dents on the distal edge. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. And the evaluation found dents on the distal edge. Based on the results of the investigation, it is likely, that the following led to the malfunction: component failure. A probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.